Event description:
It was reported that the user experienced hyperglycemia to approximately 300 mg/dl after a meal while using the ilet, with no recent set change and prior glucose described as fine to slightly low; education was provided on proper meal announcement, including that selecting ¿less than usual¿ delivers half of a usual bolus. Symptoms included feeling slightly lethargic. Outcomes included user self-monitoring without escalation of care. Investigation included troubleshooting and education regarding meal announcement and bolus selection. Investigation of this case revealed no device alarms and no evidence of infusion set failure or device malfunction, with the event consistent with under-bolusing due to the selected announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.